Event description:
It was reported that a merlin.net transmission contained stored egms of atrial and ventricular noise reversions, and automatic mode switching episodes. The patient was asymptomatic. Provocative testing and programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.